Manufacturer narrative:
Patient demographic information was unknown at the time of this report. Device manufacture date was not available as no lot number was provided. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported the site experiencing issues with their awl probe tap (apt) drivers breaking. The back post where the egg handle connects is able to be unscrewed from the rest of the driver. This has not impacted the ability of the driver to accept instrument tips. The rep observed when the site uses the instrument, they put significant counter-torque on the assembly when attaching the screws. There was no impact to the patient as the surgeon was able to use the apt to accurately place the hardware.